Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that the foreign material remained, due to user handling. The foreign material was unable to be identified. The event can be prevented, by following the instructions for use (IFU): IFU states, the detection method in gif/cf/pcf-290 series, operation manual chapter 3.: preparation and inspection. IFU states, the preventative measures in gif/cf/pcf-290 series, reprocessing manual chapter 5.: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. In addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: the angulation in the up/down/right/left directions were lower than the standard; there was angulation play in the up/down/right/left directions; the image had a mark; the light guide lens and objective lens were chipped; the light guide lens glue, objective lens glue and distal end adhesive were worn; and there was blockage evident in the outlet pipe, the air channel, and the water channel. The customer was not willing to provide any information regarding the reprocessing practice to olympus. The investigation is ongoing and follow-up with the user facility is currently being performed for additional details relating to the patient and event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope's air washer canal was found blocked during reprocessing. The intended procedure was completed using a similar device, and there were no reports of patient harm. The device was returned for evaluation, and the following reportable malfunction was found: due to insufficient cleaning, the air water nozzle blocked with foreign debris. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.